Event description:
According to the customer, the patient was admitted to the ICU and was "agitated and pulling on things" causing the patient to "remove his foley catheter" on (B)(6) 2026.

Manufacturer narrative:
According to the customer, the patient was admitted to the ICU and was "agitated and pulling on things" causing the patient to "remove his foley catheter" on (B)(6) 2026. The customer reported that the patient was able to pull out the foley catheter despite "medical elbow restraint, wrist restraint, and hand mitt". The customer reported that after the incident there was "blood noted at the urethral meatus and the tip of the catheter and balloon portion was missing from the rest of the catheter outside of the patient's body". The customer reported that "urology was called for catheter placement" and the retained piece of catheter was confirmed on CT imaging. The customer reported the patient had "prostatic urethral bleeding" that occurred immediately after the incident requiring a "18fr latex coude catheter" to be inserted "to ensure adequate bladder drainage and hemostasis of bleeding prostate". The customer reported that the patient required a "cystoscopy for retrieval of piece of retained catheter" but was not "stable enough for surgical removal" after the incident occurred, therefore they were "closely monitored in the ICU with specialists following" until the "piece of catheter was successfully retrieved" on (B)(6) 2026. No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.